Event description:
It was reported that during a ptca procedure, the penta stent was loaded onto a guide wire, but it would not advance. The guide wire was replaced and the penta was used successfully. There was no pt injury reported. This MDR is being filed based on the results of the investigation which revealed a tip detachment.